Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03448, 1627487-2019-10128, 1627487-2019-10129. It was reported the patient was admitted to the hospital due to a suspected infection. Diagnostics indicated that the patient had a stitch abscess at the lead site. The patient was discharged and prescribed antibiotics. Follow-up information indicated the abscess healed over time and issue has resolved. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.